Manufacturer narrative:
The reported complaint was confirmed during evaluation of the returned autopulse platform (sn: (B)(4)). The platform did not power on during initial functional testing. To resolve the power issue, the damaged battery cabling was replaced. The autopulse platform is a reusable device and was manufactured in 2013 and has exceeded its expected service life of 5 years. To ensure the platform remains functional without issue, the damaged battery lock (unrelated to the complaint) was replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
During a shift check, the autopulse platform (sn: (B)(4)) did not power on. According to the reporter, the platform did not power on even after replacing the battery. No patient involvement.